Manufacturer narrative:
The reported issue that the is4/df4 connector sleeve would not slide on properly to the end, was confirmed. As received, a complete lead was returned in one piece and was returned without a connector sleeve. Final analysis found that the lead could not be fully inserted into the connector sleeve due to an oversized diameter in a section of the connector boot. No other anomalies were found.

Event description:
It was reported that patient presented for scheduled implant procedure. During procedure, it was noted that the connector sleeve of the newly placed left ventricular (lv) lead was not able to slide properly onto the lead. The lv lead was not implanted, and an alternate lead was implanted instead on (B)(6) 2025. There were no patient consequences.